Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿hemodynamically significant iatrogenic atrial septal defects after cryoballoon ablation.¿ heart rhythm case reports. 2018; 10.1016/j.hrcr.2018.10.001. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was one patient who experienced a tear in the atrial septum during the procedure; which resulted in a ¿large defect.¿ "the patient also developed right atrial tachycardia and required vasopressors and ¿successful¿ external cardioversion. The patient was stable and did not require vasopressor support." Due to the size of the defect and the patient¿s anatomy, percutaneous intervention was not viable. Later during the same hospitalization, the patient underwent surgical repair, and atrioventricular node ablation and a pacemaker implant six weeks later. The subsequent follow up visits, the patient was ¿doing well.¿ the status/location of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the author/physician "believes that the adverse events detailed in the publication were caused due to manipulation of the flexcath sheath in the left atrium during normal use of the cryoballoon system." Included were the patient's gender, height and weight. No further information was provided.